Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (166 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation of the returned pump is currently ongoing and a report will be provided as soon as available.

Event description:
Berlin heart was contacted by the (B)(4) distributor to report a suspected defect of an excor blood pump of a patient supported in the lvad configuration. The distributor provided berlin heart ca personnel with a picture of the blood pump at the time of the incident. The affected blood pump was exchanged in the clinic by trained professionals without complications. The patient was not negatively affected by the incident and is doing well.

Manufacturer narrative:
During initial visual examination of the returned blood pump, blood deposits could be seen in the membrane interstices. The pump was then disassembled for further testing, and the membrane layers were individually tested. A leakage was detected in the blood-side layer of the triple-layer membrane. The leakage in the blood-side layer was located in the edge region. The middle layer and the air-side layer of the triple layer membrane were found to be intact. Between the blood-side layer and the middle layer blood deposits were seen. The thickness of the defective layer, and the one adjacent was re-measured at fixed points. The thickness of the middle layer was found to be within specification at all locations. Additionally, at the time of re-measurement, the thickness profile of the blood side layer was found not to be homogenous. The cause of the leak in the blood-side layer was an inhomogeneity in the membrane thickness. If the thickness distribution across a single membrane layer is not homogeneous, then there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this could lead to leakage of the membrane at these locations.